Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that nearing end of sv harvest noticed that vasoview hemopro 2 c-ring was broken in half. No part of device was left behind in patient. No patient harm. A new kit was opened and case completed as per usual. There was no procedural delay.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: a2 (date of birth), b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 08/06/2025. An investigation was conducted on 8/13/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact harvesting device jaws or heater wire. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000481657 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.